Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures/inflation problem and leak/splash were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the stent delivery system (sds) became damaged due to interaction with the moderately tortuous, moderately calcified anatomy during advancement, causing the noted tear in the outer member, thus causing the reported leak, ultimately contributing to the reported activation failure including expansion failures/inflation problem. There was no damage or leak noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery with moderate tortuosity and calcification. The 3.5x48 mm xience xpedition stent delivery system (sds) was advanced to the lesion and blood was observed in the distal shaft of the device. It was attempted to deploy the stent; however, the balloon would not inflate and there was evidence of a contrast leak. The entire system was removed and the procedure was completed with another xience stent without issue. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.